Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty network cable. The cable was replaced which resolved the issue. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that the system was showing "smv connection error" and "time out and crash on vdt." The site had an older system that they were able use in order to continue the procedure. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.